Event description:
It was reported that the peel away sheath broke off when it was taken out of the patient. Additional information received on (B)(6) 2010 from the sales representative stated the piece was discovered under CT scan near the patient's humerous. Further follow up information received on (B)(6) 2010 from the sales representative stated the insertion site was the antecubital vein (which side not specified) above the elbow of a male patient. The tabs were not broken off the sheath. The retained fragment is still within the patient in the upper vein of the arm. Another peripherally inserted central catheter (PICC) was not inserted.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available. (B)(4).